Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) exhibited premature battery depletion. High thresholds were observed on the right atrial (ra) lead. Ipg was explanted and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.